Event description:
Per the audiologist's report, the patient reported poor sound quality with her cochlear implant system. The results of integrity tests done in 2007 were consistent with normal receiver stimulator function with an unusual response on one electrode. All external equipment was exchanged and the sound processor was reprogrammed. An x-ray to confirm array placement was recommended. No information on whether the x-ray was done or regarding reprogramming results was received. The device was explanted the following month, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.